Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were intended to be implanted during an endovascular procedure for the treatment of a 40mm thoracic aortic aneurysm.. It was reported during the index procedure when the implanting  vam4040c150tu the physician was advancing the delivery system when the wire retracted and the right iliac artery ruptured and the stent went through the wall of the common iliac artery. The case was resolved with implantation of covered iliac stents.  As per the physician the cause of this event was due to the patients own anatomy due to tortuous iliacs.  No additional clinical sequelae was provided and the patient is fine.